Event description:
On (B)(6)/2009, patient's wife reported the patient's infusion headset did not properly adhere. She stated the "sticky part on his body came loose but it did not come out of his body, the sides were just loose." She stated she changed the infusion site just to be careful and has already disposed of it. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.